Event description:
Tiny metal tip, called a "bullet" came off from the suture and remained in the patient. The device was being trialed and the bard representative was in the or when it occurred. Unable to immediately retrieve the piece, but found to be in the pelvic floor on x-ray.======================manufacturer response for suture, nonabsorbable, fixt (per site reporter).======================manufacturer's representative was was in the or when the event occurred. The manufacturer is researching the issue.